Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the presented for follow up with the right ventricular lead exhibiting loss of capture and decreased r wave amplitude. The physician suspected that cardiac perforation occurred by examination of chest x-ray. The lead was successfully repositioned on (B)(6) 2021. The patient was stable before, during, and after the procedure.